Event description:
It was reported that pulse generator exhibited inappropriate measured data. The device was reprogrammed and remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).